Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, the stent dislodged before entering the patient. The lesion being treated was located in the left anterior descending (lad). The lesion was 20mm in length and mildly calcified. The vessel was moderately tortuous with a diameter of 3.00mm. The physician predilated the lesion with a 2.75x20mm balloon (unknown type) and then went to deliver the 3.00x20mm liberte bare stent, but noticed on cine that there was no stent on the balloon. The physician then noted that the stent had fallen off of the balloon before entering the patient and had "form as a spring." The procedure was successfully completed with another of the same device. No patient complications were reported and the patient condition is listed as stable.